Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings. Customer's blood glucose reading was 561 mg/dl. The customer stated that when she took her blood glucose, it does not show up on the meter and beeps like it normally does. The customer declined to troubleshoot for the pump.